Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedance at implant was 912 ohms, and it had been increasing to the current value of greater than 3000 ohms. Thresholds had also increased. The patient reported hearing alert tones for the past 2 weeks. The lead was explanted and replaced. No patient complications were reported as a result of this event.